Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01059, and 0001822565-2022-01060. Concomitant medical devices: femur cemented cruciate retaining (cr) standard nitrided left size 9, catalog#: 42572606601, lot#: 65054942. Articular surface fixed bearing ultracongruent (uc) left 12 mm height, catalog#: 42512200612, lot#: 63596723. Tibia cemented 5 degree stemmed left size h, catalog#: 42532008301, lot#: 64901833. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee manipulation under anesthesia approximately two-and-a-half months post-implantation due to insufficient range of motion. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue.